Event description:
It was reported that the ventilator failed pre-use check. There was no patient involvement. Manufacturer's ref. #: (B)(4).

Event description:
Manufacturers ref: (B)(4).

Manufacturer narrative:
It was reported that the ventilator failed the pre-use check. Our field service engineer investigated the ventilator on site. The issue was solved by replacing the inspiratory pipe and the o2 sensor. The unit passed all functional and safety testes and was cleared for clinical use. The o2 sensor is used for monitoring only and does not affect ventilation. No parts were returned for further investigation. Therefore, the root cause to the reported issue could not be established by this investigation.